Event description:
The facility reported an automix 3+3 compounder where the control panel numbers will go into the wrong station when being entered. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. Visual inspection and functional testing were performed. The customer reported condition was confirmed during device evaluation. The exact root cause of this condition was determined to be corrosion found on the flex cable of the membrane graphics panel. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.